Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer felt fine; however, was unable to self-treat. An ambulance was called and the customer required a glucose injection from doctors. In the emergency room, they were given an intravenous drip with saline, potassium, magnesium, and sodium (twice). Furthermore, the customer was found to have a low potassium level in their blood. Additionally, a urine glucose test performed on (B)(6) 2026, at 2:46 showed a result of 54.0 mg/dl. There was no report of death or permanent impairment associated with this event.